Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2011 and restorelle was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent excision of exposed mesh on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent posterior rectocele repair and perineorrhaphy due to large grade 3-4 cystocele, vaginal vault prolapse, sui with urethral hypermobility and rectocele. It was reported that patient underwent concurrently mesh excision, robotically assisted abdominal sacral colpopexy, cystoscopy with indigo carmine on (B)(6) 2011 due to mesh erosion with vaginal vault prolapse.